Manufacturer narrative:
Based on the investigation results, the batch records and retained sample testing confirmed that the raw materials, production process, and product quality met all specified requirements, and no abnormalities were detected in the tested samples are most likely due to isolated occurrences caused by potential mechanical stress or improper handling during assembly or transportation, resulting in barrel cracking. These findings indicate that the event was sporadic and not related to a systemic manufacturing defect. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low.

Event description:
Customer reported that the syringes with no protective caps resulting in needle sticks to staff. The customer also stated receiving syringes with broken plungers and bent needles. Needlesticks to staff occurred while removing syringes from the plastic packaging.